Event description:
Reportedly, during a routine follow-up, the cardiologist could not interrogate the subject device with two different orchestra+ programmers. These programmers have nevertheless allowed them to perform pacemaker follow-ups without any problem. When applying a magnet over the subject device, the pacing rate was 80 bpm. For clinical reasons, atp and shock therapy had been disabled about 6 months ago. At the same time, pacing was set to standby pacing only. At the end of march 2022, the patient will receive a leadless pacemaker (and the current ICD device will be left in place). Preliminary analysis revealed that, using 2 different programmers, numerous telemetry errors occurred during the sessions of 22 march 2022. The observed telemetry errors could have resulted from a poor programming head position and/or external electromagnetic interferences (emi). In addition, patient files review revealed abnormal punctual low ventricular impedance values and noise oversensing on the ventricular channel, suggestive of a lead issue.

Manufacturer narrative:
Please refer to the attached customer response.

Event description:
Reportedly, during a routine follow-up, the cardiologist could not interrogate the subject device with two different orchestra+ programmers. These programmers have nevertheless allowed them to perform pacemaker follow-ups without any problem. When applying a magnet over the subject device, the pacing rate was 80 bpm. For clinical reasons, atp and shock therapy had been disabled about 6 months ago. At the same time, pacing was set to standby pacing only. At the end of (B)(6) 2022, the patient will receive a leadless pacemaker (and the current ICD device will be left in place).